Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. It was reported that, upon using the new extension set, there were events of leaking and backing up of blood. It was reported that, after the pal (peripheral arterial line) was placed, this device was attached to the hub of the catheter. It would be used to assess patency of the line (blood draws back and flushes easily. It would then be attached to the transducer extension set. This event occurred during use with a patient. There were on-going monitoring and setup at the time, so the issue was discovered right away and there was no detectable harm to the patient. The impact was an increased length of handling post procedure, but the patient tolerated the procedure well. It was reported that, no drug infusing at the time of the incident. This was a new peripheral arterial line inserted by the team member. The line was primed with 0.9% nacl by bd, it was infused via peripheral line. The patient was previously healthy, presenting to hospital with concern for sepsis. Outcome of the event: peripheral arterial line was placed for bp monitoring and blood sampling. Following removal of the defective t-piece and replacement with a new primed t-piece the line was managed without incident. 2u/ml heparin infused through line at 2ml/hr for line patency.